Event description:
It has been reported to philips that the system would not fully boot up. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc which returned the system to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was outside of clinical use. The field service engineer (fse) inspected the system onsite and confirmed that system does not start. Upon troubleshooting, it was found that there was a hardware failure on the main pc. The defective host pc was replaced and returned to philips for further analysis. The analysis confirms the failure of the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.